Event description:
Patient reported that the catalog number had rubbed off of the strip drum container. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.